Manufacturer narrative:
Product analysis: the product remains was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Additional patient codes: (B)(4). Please be informed that this information is collected via the (B)(6) registry. This prospective, multicenter registry captures implant and follow up data of patients with severe and symptomatic bicuspid aortic valve stenosis. Medtronic is not the owner of the data and does not have access to information that has not entered into the (B)(6) registry database. If additional information is received, it will be provided in a supplemental report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the (B)(6) registry that during the implant of this transcatheter bioprosthetic valve into a patient with a bicuspid aortic valve, complete heart block and stroke occurred. Eleven days after the implant ischemia and worsening heart failure was reported. Sixteen days after the implant, the patient died due to cardiogenic shock.